Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath was already kinked before use, the proximal part of the insertion sheath was found to be kinked. The device was not used and an exoseal closure device (cordis) was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. No health damage for the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal device was returned to for product evaluation. The returned sample included the guidewire, arteriotomy locator, hemostasis sheath and carrier tube assembly. The guidewire was in its tube. The arteriotomy locator was not mated with the hemostasis sheath. The carrier tube assembly was without the polyfoil pouch and in forward lock position. The bypass tube on the carrier tube assembly was not dislodged. There was no blood-like substance on the returned device. The returned device was subjected to visual analysis. The visual analysis determined that there were no signs of deformation or damage on the arteriotomy locator and the hemostasis sheath. The carrier tube assembly had a slit near at the tip that exposed the collagen. The diameter of the sheath around the collagen was greater than the rest of the shaft. The complaint cannot be confirmed for the allegation of kinked sheath since no anomalies were noted on the returned components associated with this event. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.